Manufacturer narrative:
A complete lead with stylet inserted was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the dependent patient presented during an implant procedure, results were not obtainable with sensibility, impedance and thresholds tests on the right atrial lead. It was also noted that at the max output the atrium did not stimulate and provide results. Due to the lack of results, the lead was replaced. The patient was stable after the procedure.